Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure alarm condition and a "service required" alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and oxygen blending module board were replaced to address the issues.